Event description:
As reported in 2006, this pt enrolled in the tag clinical study, was implanted with gore tag thoracic endoprostheses. A type ii endoleak originating from an intercostal artery was noted in 2007. The physician has chosen the "wait and watch" approach in concerns to treatment. A proximal type I endoleak, paraparesis and respiratory obstruction were also reported and resolved the same day of implantation. The parathesia and was relieved upon changing the cerebral spinal fluid drain catheter.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specs. Also implanted in the pt (tg4020).